Event description:
The customer called to report that she was hospitalized for low blood glucose levels. The customer stated that her blood glucose levels dropped from 144 to 20 mg/dl in two hours. The insulin pump programming was checked and it was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether of not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.